Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and could not duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue, could not be determined. (B)(4).

Event description:
The customer reported to physio-control that their device powered itself off shortly after powering it on. There was no patient use associated with the reported event.